Manufacturer narrative:
(B)(4)

Event description:
Patient made dexcom aware on (B)(6) 2016 of continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.